Event description:
It was reported the pt was implanted with an apogee graft system on (B)(6), 2008 to treat her pelvic organ prolapse. The pt experienced pain and suffering, discomfort, urinary problems, dyspareunia, mental anguish, and debilitating and permanent injuries.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.